Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported an infection occurred. In (B)(6) 2016, the patient had a 24mm watchman laa closure device implanted. The patient had two post watchman implant follow ups and was doing well. Two weeks later the patient experienced a syncopal episode and fell and was hospitalized for an intracranial/subarachnoid bleed. Later that night, the patient seemed confused and was transferred to the neurology department. The patient was intubated and later spiked a fever. The physician suspected aspiration during intubation. A transesophageal echocardiogram was performed which found "vegetation/infected mass" on the aortic valve and the closure device as well as moderate to severe aortic regurgitation. Blood cultures were positive for (B)(6) and pseudomonas. The patient remained hospitalized. Warfarin and aspirin were stopped. The patient was given fresh frozen plasma (ffp). The patient's international normalized ratio (inr) was down to 1.2. The patient is also being treated for bacterial infection with antibiotics. The patient received a surgical consult for possibility of aortic valve replacement (avr) and removal of watchman device, but the recommendation was to wait until the intracerebral hemorrhage (ich) stabilized and prognosis improved. However, after the patient was intubated and confirmed to have suffered ich and subarachnoid hemorrhage (sah) on warfarin, the family decided to place patient as do not resuscitate (dnr). About three weeks after the admission to the hospital, a decision was made to withdraw ventilation and the patient died.